Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a mis foot surgery the device broke inside the patient. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-300-b201 was received for evaluation. Visual inspection revealed the device had broken at the straight burr section. The presence of residual human tissue was noted. Without additional information, the cause remains undetermined. A probable cause could be attributed to impact with a hard surface, such as bone, or another metallic device during operation of the device.